Event description:
Dizziness, less cognitive, philips dreamstation caused me several severe medical issues. I am a (B)(6) woman, with minor health issues. I was using philips CPAP dreamstation since (B)(6) 2018, (B)(6) 2018 I began having a runny nose every day, gums were sore and bleeding, could not take a deep breath, I was very restricted in breathing. My ears have been irritated and bothering me constantly. I get frequent sinus infections. I was concerned and mentioned it to my primary during my annual physical, my lack of being able to take a breath, like having severe pneumonia. Beginning in (B)(6) 2020 I started to have a horse voice every day, all day and it only got worse, a lump on my neck that would not go away and changed in size, I was very dizzy every day and when I got up I fell over or into furniture, bed spins, etc, headaches, skin rashes, acid reflux was every day, I was burping all the time and I never burped before, I mean never, less cognitive (was spacy could not remember simple tasks, usually I wake up and plan my day and tasks, I could do none of it, I was blank, forgot passwords, tasks, what I had previously accomplished). I was depressed over how stupid I had become. I stopped using dreamstation (B)(6) 2021 it is now (B)(6) 2021, my nose is not running every day, I am not dizzy, when I get up I do not fall over, or have trouble navigating walking to the bathroom. Headaches are better, my brain is clear, I can remember tasks, passwords. I feel so much better and I can function. For the last year and 1/2 I was so upset about my reduced capacities and abilities to accomplish simple life tasks or to function as a normal person. I am happy to be feeling so much better. I believe the CPAP dreamstation caused the issues I was having, especially due to the fact that a month after stopping the use of the dreamstation there is a noticeable difference in all the areas I mentioned above. Dreamstation serial # (B)(4) and # (B)(4), I had 2 of them. (B)(6). I have 2 dreamstations I was using: dreamstation auto CPAP hum dom (B)(4) dsx500h11 2017-12-18 rev00, dreamstnautocpaphumhtwifi dom (B)(4) 2017-01-05 rev00. FDA safety report ID # (B)(4).